Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced increased spasticity. The patient missed a refill, and the pump was left to run empty for 6 weeks. The patient was to be seen the next week. It was later reported that the patient was able to be refilled without any difficulty. The catheter was still full of drug, so the patient received therapy almost straight away after refill. The patient was now doing well, and the spasticity was resolved. The drug in the pump was baclofen.